Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then removed the analog pcb assembly for further examination.  Physio determined that the cause of the reported issue was that an internal hybrid layer capacitor (hlc) battery, designator bt3, would no longer retain a charge. The customer was provided with a replacement device. (B)(4).

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator.  There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that it powered off by itself after delivering a test shock.  As a result, defibrillation may not be possible.